Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis. A blood glucose level was not provided. The customer alleged that the pump "failed"; however, the alleged root cause could not be confirmed as customer declined troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.